Manufacturer narrative:
Date sent to the FDA: 3/10/2021. Additional information: d4, h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2006 and mesh was implanted. It was reported that the patient underwent incisional hernia repair surgery on (B)(6) 2020 during which the surgeon noted after lysis of adhesions involving the small intestine, he found that the major hernial defect proximally and distally contained small intestine and colon which were released using blunt and sharp dissection. Upon visualization of the mesh, he found the mesh was bunched and sitting in the hernial defect. The mesh was very intimately adhered to the transverse colon, which had to be resected because of the attenuation and fraying and micro perforations. It was reported that the patient experienced severe pain, small bowel obstructions, small bowel resection, dense adhesions, other organ obstructions, mesh buckle, nausea, bulging, inflammation, stress and anxiety. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 08/23/2021.